Manufacturer narrative:
Additional information: the device was returned for evaluation. A visual inspection found both haptics bent. The device history record (DHR) was reviewed and there were no discrepancies or anomalies that relate to the reported issue. Based on the information available, the root cause of the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling technique) and/or procedural factors (such as lens and injector interaction) may have caused or contributed to the event.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens haptic crimped during insertion into the eye. The the incision was enlarged to remove the lens and sutures were also required to seal the incision. Additional information has been requested, but has not been received.